Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 52 mg/dl. The customer stated that prior to the event she had given herself a glucagon injection. At the time of the report, the insulin pump alarmed button error. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.